Event description:
The reporter stated that a surgeon implanted trial screws instead of implant screws during a total wrist implant system procedure. Integra has requested add'l clinical info.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.